Event description:
The customer called varian to discuss treatment plan export for a brachytherapy afterloading treatment, and in the course of the discussion, reported that the previous day, a pt's treatment was interrupted by an unexpected error message (regarding dwell time resolution) from the gammamed plus ix control software. Several dwell positions in the plan were 0.1 seconds. The treatment was eventually completed after discussion with varian helpdesk, and making appropriate adjustments to the treatment plan. The customer expressed frustration at not having info regarding this new feature for error checking of the treatment plan for a minimum recommended dwell time. This feature was implemented with version 1.1 and customer received recently an upgrade of the gammamed plus ix control software. In the ensuing discussion of the error message, and the basis for the error checking, customer also reported that he had not been aware of a dwell time resolution limitation of gammamed plus ix afterloader.

Manufacturer narrative:
Customers mutual conclusion at this time is that there is no way to determine impact on pts treatment. Documentation is available that demonstrates that the user attended training by varian and part of the training was the restrictions on dwell times.